Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is 2 of 7 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the power drill device stopped functioning because seven battery devices used were dead and could no longer be charged. There was a ten to fifteen minute delay to the planned surgical procedure. Spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.